Manufacturer narrative:
Additional manufacturer narrative: the subject device was not explanted from the patient; therefore, the reported event could not be confirmed through evaluation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an edwards mitral valve was disabled via a valve-in-valve procedure with an edwards sapien 3 valve, after an implant duration of approximately nine (9) years and seven (7) months. It was reported that the valve failed because two of the leaflets developed stenosis and fused together. No other details were provided.